Event description:
It was reported that the device could not be interrogated. The clinician used multiple programmers and attempted to interrogate in different rooms were unsuccessful. Device was explanted and replaced successfully. Patient's condition was fine post-procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
No conclusion code available. The reported inability to interrogate was confirmed in the laboratory and was due to low battery voltage. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for low battery voltage.